Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component (s) involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20101227. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 21387925. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 20609603.

Event description:
It was reported that the patient experienced inadequate stimulation, and was not getting any benefit from the therapy. The patient underwent an explant procedure of the ipg, implantable pulse generator. The device will not be returned for analysis as it was disposed of by the facility. No further information has been obtained despite good faith efforts. It was additionally reported that the entire system was explanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation, and was not getting any benefit from the therapy. The patient underwent an explant procedure of the ipg, implantable pulse generator. The device will not be returned for analysis as it was disposed of by the facility. No further information has been obtained despite good faith efforts.